Event description:
It was reported that during a laparoscopic ventral hernia repair procedure, there was suddenly no air left - and they found that the trocars were leaking air. Another device was used to complete the procedure. As a result of the difficulties encountered with this device, the procedure was prolonged 11 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.